Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 305 mg/dl with high ketones and nausea; cause was unknown. Elevated bg was addressed via manual injection administered by patients mother and phone consultation with hcp regarding ketones. Reportedly, hcp recommended the customer discontinue pump therapy and revert to manual injections. Contact declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.